Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm sounded and the I-button is flashing. There was no negative patient impact.

Manufacturer narrative:
(B)(4). Customer misunderstood device behavior.